Manufacturer narrative:
(B)(4). Batch # m93777. The shaft was received with the inner tube dislodged. In addition the electrode tip was intact and not detached as reported by the customer. Therefore, functional testing could not be performed, as the shaft could not be connected with the test handle. Since as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment, no conclusion could be reached as to what caused this issue. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Manufacturer narrative:
(B)(4). Batch # m93777. The batch history records were reviewed and the manufacturing criteria were met prior to the release of this batch. Additional information was requested and the following was obtained: did the detached electrode fall into the patient? No. Was detached electrode retrieved from the patient? Na. Did this cause a change in the plan of care for the patient? Na. Is the detached electrode being returned with the device? No information. Or, was the detached electrode tip discarded? No information.

Event description:
It was reported that before a lap hysterectomy, the electrode was detached off from the shaft. The device was not used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient.